Event description:
It was reported that during an ultrasound breast biopsy procedure, the physician went to place the marker and when pulling out the applicator out of the breast the outer sheath stayed in the breast. The procedure was completed with another marker. There was no patient injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The gel mark ultracor was returned for evaluation. The complaint investigation is confirmed for a detached needle. Based on the results of the evaluation, it is possible that an insufficient amount of adhesive was used when bonding the handle. Bpv scar 13-09-03 was initiated. The current gel mark ultracor breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.